Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012 during a follow-up call with the patient the patient reported that on (B)(6) 2012 at approximately 11am she obtained elevated blood glucose readings of "203 and 210 mg/dl" with the subject meter. The patient informed the mss that at the time she was just managing her diabetes with diet and exercise. In response to the elevated readings, the patient reported that she exercised. Approximately 1 hour later, the patient stated she began to feel shaky. In response to the symptom, the patient stated she tested her blood glucose with the subject meter and obtained a result of 62 mg/dl and then treated herself with food (1 tablespoon of peanut butter). The patient confirmed feeling better afterwards. At the time of troubleshooting, the customer care advocate noted that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter. The patient's alleged hypoglycemia can be attributed to use error because the patient was testing with expired product. The instructions for use advices against using expired product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found, the complaint was not confirmed. The test strips were also returned on (B)(4) 2012 but were not tested since they were expired at the time of the complaint. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.